Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2007. Revision of the left knee due to loosening of the tibial component. Removed tibial components. This patient had an rbk knee that was involved in an exactech study. The study is currently closed.

Manufacturer narrative:
Rbk is not sold in the united states and this was part of a ide clinical study. MFR reported in error.